Event description:
It was reported that a patient reported loss of therapy at a follow up appointment. It was reported that after interrogating the system, the manufacturer¿s representative noticed that 8 and 11 had out of range impedances. It was stated that the patient reported falling down on her back 5 to 6 times. It was reported that a revision was scheduled for (B)(6). It was noted that no further diagnostics had been performed, but would be in the future. It was stated that it was unknown whether the issue was resolved. The patient stated that after one of the falls she lost coverage from her stimulation. It was reported that the patient was alive with no injury. It was noted that the patient walked with a cane and had a limp due to a failed knee replacement, and it was noted that the patient had over 20 surgeries on her back, knee, and hip.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v974781, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was doing well after the revision and was getting good coverage. It was noted that the explanted leads were not to be sent back to the manufacturer.